Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during treatment to the right common iliac artery, a powerflex pro was delivered to the lesion; however, the lesion could not be crossed completely and the physician inflated the balloon at the middle of the lesion. The balloon ruptured at 10 atmospheres. It was removed from the patient, intact and without difficulty, and exchanged for a non-cordis balloon. The procedure was finished successfully and there was no patient injury reported. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 99%. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The contrast media used is unknown and the contrast to saline ratio is unknown. The same indeflator was used successfully with other devices. An ipsilateral retrograde approach was made and the lesion was crossed with a guidewire (non -cordis). No was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon was inserted into the patient once. The device was returned for analysis. One non sterile catheter powerflexpro 4mm4cm 80 was received coiled inside a plastic bag. The balloon was not previously inflated. No damages were noted in the device. A leak test was performed and the balloon was inflated at nominal pressure, 10 atmospheres, and it maintained the pressure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels and calcified lesions may contribute to it. Based on the information provided, vessel characteristics (heavily calcified with 99% stenosis) likely contributed to the inability to cross the fully cross the target lesion. The reported balloon burst at/below rbp was not confirmed by analysis as the device inflated and maintained nominal pressure during functional analysis testing. The exact cause of the difficulty experienced by the customer could not be determined; however, based on the information available for review, vessel characteristics may have been a contributing factor. Neither the DHR nor the information available for review suggests that the issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
During treatment to the right common iliac artery, it was reported that a powerflex pro was delivered to the lesion. However, as it could not cross the lesion completely, the physician inflated it at the middle of the lesion. But it ruptured at 10atm during its initial dilation with an everest inflation device. Therefore it was removed from the patient intact with no difficulty and another new balloon (4/20mm mustang) was used instead. The procedure was finished successfully and there was no patient injury reported. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The contrast media used is unknown and the contrast to saline ratio is unknown. The same indeflator was used successfully with other devices. An ipsilateral retrograde approach was made and the lesion was crossed with a guidewire (0.035inch radifocus). No was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon was inserted into the patient once. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 99%. The product will be returned for analysis.